Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon suddenly ruptured at 8 atmospheres upon second inflation. The procedure was completed with another of the same device. There were no patient complications reported.